Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary-the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). UDI: unknown. The UDI is unknown.

Event description:
It was reported by the patient via phone that the mitek device came loose in his shoulder and he would need an follow up procedure to retrieve the device. Additional information received from the patient stated: "in (B)(6) 2018 a shoulder surgery was done to repair a torn labrum. After the surgery a couple months later I noticed a knot. I went back to my doctor and he asked if it was bothering me. I told him at the time it wasn¿t really bothering me so we decided to just let it go & assumed it was scar tissue. After a while it got to where it started bothering me and it would catch wrong and flip over which hurt a lot. So I went back to him and told him that I would like to have it checked out. He said well we can do an MRI or we can go straight for the surgery. He said it sounds like either way you¿re gonna want it removed so I would just go to the surgery. So we went ahead with the surgery. What he removed was the check valve from the canula that they used during the orthoscopic procedure from my first surgery." It was also reported additional event information received from the patient, an unknown cannula valve was surgically removed in a second procedure. Part no. 251003 does not coincide with a cannula and thus reported in error. Ip was updated to unk-guide accordingly to capture the unknown cannula valve.